Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Manufacturer narrative:
Upon return to our post market quality assurance laboratory, visual inspection noted the presence of dried blood/body fluid in the lead lumen. There were cuts in the lead insulation at two locations due to the removal of the suture sleeve; the suture sleeve also was cut. The lead passed the electrical continuity test with manipulation. Pressure testing of the lead was note performed due to the cuts. The guidewire insertion test failed due to the dried body fluid in the lumen. Our analysis could not confirm the clinical observation.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged one day after implant and was replaced. A boston scientific field representative reported the dislodgement was discovered when the pacing thresholds increased from the post-implant measurements and stimulation had developed. The lead was replaced two days later with another manufacturer's lead with no adverse patient effects.